Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump shut off without giving a replace battery alarm. The patient reported that the pump rebooted itself without user intervention. The patient confirmed that there was no damage to the pump or battery cap. The patient reported changing the battery but the issue did not resolve. This report is made based on the allegation of a pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): investigators were unable to download black box and the black box was unavailable for review. No activity related to complaint was observed in pump histories. There was no damage observed to battery cap or battery compartment. The battery cap contact height and width was found to be in specifications. The pump powers on normal with no alarms. When the pump was shaken a rattle was heard. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and c24 was found disconnected from the board and loose inside the pump.